Manufacturer narrative:
Investigation: investigation summary: three pictures were received for evaluation. -first picture show the unit without safety device. -second picture only we can observe the catheter/wedge assembly. -third picture show a cut in the wing/inserter. DHR for lot number 6243984 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383336 with lot number 6243984 was manufactured on september 15, 2016. According to sampling plan applied for product performance, this lot was accepted and released without problems. During this lot number (B)(4) samples were activated by qa tech to perform 3 test of pull force. ¿ stylet/cannula removal force through inserter wings. ¿ stylet/cannula removal force through the prn component. ¿ outer safety sheath disconnection force from prn component. No values out of specification or problems during activation were found. During this lot number (B)(4) samples were taken by qa tech, for performed pull force (catheter/inserter). No values out of specification were found. Investigation conclusion: after evaluate 3 pictures we were not able to associate the reported defect to the mfg process, because during this assembly we do not use sharp objects and no high pressure. Additional our product is inspected before to be placed in the tray and after of sealing. By conditions of the sample in the pictures received, the reported defect is not related with assembly process. We currently have the adequate controls to detect any problems during assembly of this product. No actions will be taken at this time. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause: based on investigation results to date root cause cannot be determined. Rationale: no CAPA was opened since this issue could not be confirmed as manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a 20 g x 1.00 in. (1.1 mm x 25 mm) bd saf-t-intima¿ closed IV catheter system made of bd vialon¿ catheter biomaterial. Has wings, extension tubing and y adapter leaked during use. No injury or medical intervention.